Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had critical pump error and moisture inside the battery compartment. The customer¿s blood glucose was 140 mg/dl at the time of incident. Customer reported that they received the open book image on the insulin pump screen. Customer reported that there was cracked at the back of the battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with partial white display after battery insertion due to severe corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to partial display. Unable to verify critical pump error due to partial display. Tested with a test p-cap and the test p-cap locked in place properly. Device received with cracked case at belt clip rail corner. Corroded force sensor assembly and motor assembly.